Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2003. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks, and that the leads malfunctioned. A performance issue was also noted on the device. Further follow-up with the initial reporter is not possible at this time. The entire system was explanted. No further patient complications have been reported as a result of this event.